Event description:
Reporter indicated that pt was re-admitted to hosp post-operatively due to development of fever and was in the ICU. It was reported that there was swelling of the brain. Further follow-up revealed that upon completion of implant surgery, it was noted that the pt's pupils were fixed and dilated. The pt was given a dose of mannitol and pupils rapidly responded. Bilateral frontal edema was noted on CT scan and it was indicated that this was related to the pt's glioma. Intracranial pressure monitor revealed the pressures to be elevated to the 20's and 40's. In 2003, the pt was placed on an external ventricular drain. For one week pt was treated with evd, mannitol, 3% saline and sedation with propofol. The pt continued to experience high pressue throughout the week despite treatment. After approx 8 days, the pt was awakened and extubated successfully. With the sedation wearing off, it was noted that the pt had a pontine injury on the left with a gaze paresis towards the left, left facial paresis and mild right hemiparesis. The right hemiparesis improved markedly and the pt was able to ambulate with a walker. No improvement in the gaze paresis towards the left or the left facial paresis was noted upon discharge to rehabilitation. CT scanning continued to show bilateral edema. Vns implant surgery was very short and fluids were limited during surgery; however, neurosurgeon indicated that the general anesthesia may have exacerbated the pt's existing tumor and caused the swelling of the brain. Neurosurgeon plans to peform an MRI and is hopeful that the pt's gaze and facial paresis will improve over time. The pt is reportedly doing well and is schedueled to initiate vns stimulation 2 months later.